Manufacturer narrative:
(B)(4). After battery installation, the insulin pump powered up with flashing white display and some horizontal white grey running across in the middle and towards the top. Insulin pump was cut open to perform visual inspection found moisture damage on the pcb 2, 40 pin flexible printed circuit/lcd. No moisture damage on the battery tube, battery connector, motor, vibrator and no cracked lcd controller during visual inspection. The original pcb2 was removed and installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the unit was blank flashing white light on the display. The original pcb1 was removed and installed in a test pcba2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the insulin pump display properly and no anomaly noted. In conclusion, the insulin pump with a display anomaly due to moisture damage pcb 2, 40 pin flexible printed circuit/lcd. Insulin pump had cracked battery tube threads, cracked case corner of belt clip rails. The test p-cap locks properly in place in the reservoir compartment noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's lights were flashing and could not clear it. Customer reported crack on back of insulin pump on the battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.